Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high capture threshold, r-wave amplitude variation and wide range pacing lead impedance were observed on the right ventricular lead. An increase trend of capture threshold was noted. Auto capture test was performed when the patient presented in clinic. No intervention was performed.